Manufacturer narrative:
The manufacturing record was reviewed and found no irregularities. Based on the following information, omsc presumed that a piece of waste cloths and paper towels, etc. Clogged in nozzle due to inappropriate reprocessing. According to the inspection result, a/w nozzle was clogged with fluffy strings. According to the past similar case, foreign material from waste cloths and paper towels, etc. May have clogged in nozzle due to inappropriate reprocessing. IFU states to clean external surfaces of device with soft brush/lint-free cloth/sponge. The exact cause of the reported event could not be conclusively determined.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that olympus had changed the nozzle. During the inspection, it was found that the device shape was normal, but there was a foreign material of fluffy strings. There was no report of patient injury associated with the event.